Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that the screen of insulin pump was cracked. The customer¿s blood glucose level was unknown. The device will be returned for analysis.